Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that that this pacemaker was exhibiting rapid battery depletion according tot he amount of pacing programmed. All lead measurements are normal and the patient paces about 38 percent of the time. Boston scientific technical services (ts) performed disk analysis and confirmed that this product is consuming nearly twice the power than would be expected. It was recommended that the product be explanted and returned. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicates that the patient underwent a replacement procedure and this product was explanted and replaced with a competitor's product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.